Event description:
It was reported by repair work order that the brakes were not locking in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the brakes were not locking in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported by the customer that the brakes were not locking in place. Supplemental submitted to report that the unit could not be located by the hospital or technician for further evaluation. If the unit is located at a later date, a new complaint will be entered detailing the evaluation results and any correction required. Customer performed initial evaluation.